Manufacturer narrative:
No patient information provided as no patient was involved in this concern. While troubleshooting the issue on-site, the medtronic representative reported the mouse light was not on and cd drive would not work. To troubleshoot the issue the medtronic representative performed multiple reboots of the system, without resolution. The medtronic representative then checked the power cable connection at the isolation transformer and back of the cpu and found the connection was secure. The medtronic representative moved the power to a different port on the isolation transformer and was able to boot up the system. After shutting down and restarting the system three times, the system displayed: "no input detected" on the third reboot. The medtronic representative then bypassed the isolation transformer after which the computer cycled. RMA issued; replacement device shipped to site on (B)(4) 2015 for issue resolution. On (B)(4) 2015 a medtronic representative replaced the computer and performed a navigation system check-out, all areas passed after the computer was replaced. Medtronic investigation of returned suspect device finds that the computer did not show problem during initial testing or phd testing, but then randomly shut down during final testing. Suspect some sort of mother board fault may be causing computer to randomly power off. The reported event was confirmed to be caused by a motherboard malfunction failure on the computer. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while testing the navigation system the monitor would goes black and then display "no input detected". The medtronic representative found this issue occurred during the boot-up sequence of the system, before the system reached the application launch screen. There was no patient present when this issue was identified.